Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported problem of burnt odor. An external and internal visual inspection revealed no problems. The device was tested and passed both the return instrument test / evaluation (rite) functional test and rite electrical test. Pneumatic system testing was performed and revealed no leaks and all pressures were correct and stable. A seal, purge, and wet disposable integrity test was performed and passed. The device completed a short simulated therapy without encountering any problems. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient smelled smoke coming out of a homechoice device. The patient was not connected at the time of the event. This occurred during prime of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.